Event description:
The customer reported that there was no alarm at the central station and that there were no strips recorded.

Manufacturer narrative:
The customer reported that there was no alarm at the central station and that there were no strips recorded. Philips is in the process of obtaining add'l info concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)